Event description:
It was reported a patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2013 due to the presence of pseudotumors. The acetabular component and modular head were removed and replaced. No further information has been provided.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. The head and cup appeared to show evidence of subluxation of the joint, scratching of the bearing surfaces and fretting of the head taper.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05041/05042).